Event description:
Meter name: one touch ultra. Strip name: lifescan. Meter code: unknown strip code: unknown. Strip storage: unknown. Symptoms: frequent urination. A patient reported they were hospitalized and seen in emergency room. Their meter allegedly was inaccurately high. The result on their meter was 400 (no units). The result on the emergency room meter was unknown. The time difference between patient's meter and emergency was unknown. Treatment was unknown. Patient's medication was changed. No further information has been reported.